Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula was disengaged from the obturator. A white piece of interior trocar was still adhered to one of the tabs of the cannula, the black ¿o¿ ring was still attached. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The trocar, envelope and circular seal appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken obturator tip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bariatric surgery - sleeve laparoscopic procedure, the trocarter/cannula got broke. To complete the procedure, they opened another device. No patient injury noted. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.